Event description:
Dialysis machine fire: the machine had been in use with the pt for 2 hours before it began emitting a noxious odor and smoke. The nurse discontinued dialysis, unplugged the machine, and removed the machine from the room. There were no flames. The pt is on a ventilator so did not inhale/experience any effects of the smoke. Three employee that were in the room inhaled smoke and sought medical assessment; and they were returned to full duty. Early estimated relate the smoking to a solenoid valve in the machine's pump.